Event description:
The customer reported that the system would not display images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monoblock and the filament power were checked. The kilovolts were checked and they go up to 120 kv. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.